Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the complaint unit was received in its original packaging. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed. The pushrod was exposed out of the cartridge tip and was cracked. The lens was observed stuck in the cartridge near the loading zone and the pushrod had over road it. The reported issue of empty package was not verified. The condition of the returned lens is consistent with a product that was previously handled and prepared for surgical use. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, pcb00 intraocular lens (iol) was missing, but product insert and cartridge were included in the box. Product was returned for investigation. It was noted that there was no patient contact and there was no patient injury. No additional information provided.

Manufacturer narrative:
Corrected data / additional info: clarification was provided to the results of the investigation. Therefore, the following sections have been updated accordingly; device evaluation: visual inspection using magnification was performed on returned product. The cartridge tip was observed cracked. Device code: additional device code ((B)(4) - fracture) added to capture the cracked tip. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).